Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification and one opening curved on the anterior. A microscopic analysis was performed which identified: three striated openings and non-penetrating nick striated. Based on the device analysis the final assessment is: three striated openings due to surgical damage consist in the use of some surgical tool. A nick striated due to surgical tool scratch like. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are rupture and capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV and rupture. The device was explanted.